Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a total implantable cardioverter defibrillator system explant due to infection. The device and the two leads were explanted since there was evidence of vegetation and endocarditis. The patient was in stable condition. Related manufacturer reference number: 2017865-2021-25017, related manufacturer reference number: 2017865-2021-25023.